Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Patient reported poor communication screen on patient programmer (pp). Patient hadn't used his pp in 6 months. Troubleshooting was performed to create the connection but it did not resolve the issue. Patient felt like the device stopped working so they have the poor communication on patient programmer, not feeling stimulation and no symptoms control. Additional information received as patient mentioned that device stopped working. Patient had scheduled appointment with managing healthcare professional (hcp). Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.